Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when she booted up the system it had a localizer faulted error. There was no patient involvement. They went into nditoolbox = erroneous bump status (bump+temp).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r,h3 - a manufacturer representative went to the site to service the system. The camera was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The product: 9735821r , lot number: p900585, returned to the manufacturer for analysis. The returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2017 and intermittent illuminator current low dating back to (B)(6) 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .450 millimeters (mm) with a passing threshold of .250mm. Previously reported codes, b01, c02, and d02 are applicable to this analysis as well as newly reported codes, c07 and c08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - vendor analysis of the returned camera confirmed the event and isolated to a faulty battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.